Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were very happy now that they know how to work the recharger and the issue was resolved.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial (B)(4), product type: recharger. Product ID: 37761, serial (B)(4), product type: recharger. Product ID: 97754, serial (B)(4), product type: recharger. Product ID: 37761, serial (B)(4), product type: recharger. Product ID: 37761, serial (B)(4), product type: recharger. Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly. Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly. Analysis of the recharger ((B)(4)) found that the complaint was unverified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the desktop charger (dtc) connector pin was loose. A replacement was sent. Additional information was received from the patient on 2017-jul-17 reporting that they had received the replacement but the ins recharger (insr) was still not powering up. A replacement insr was sent. Additional information was received from a manufacturer representative (rep) on 2017-jul-24 reporting that the new insr was frozen and beeping. The rep stated they would likely meet with the patient to reset the insr. Additional information was received from the patient on 2017-jul-27 reporting that they had talked to the rep who walked them through resetting the insr. However, the patient stated it turned on and they charged it for an hour and a half but it went dead and was beeping at first but is no longer beeping. Another reset did not resolve the issue. Bent connector pins were reported. A replacement dtc was sent. Additional information was received from the patient on 2017-jul-31 reporting that they had received the replacement dtc but the insr would not power up. A possible broken connector pin was reported. A replacement dtc was sent. Additional information was received from the patient on 2017-aug-02 reporting that they had been without stimulation since (B)(6) 2017 because of the issues with the charging equipment. The patient stated that they were calling because it was not the insr they needed replaced, it was the patient programmer (pp). The patient was confusing but most likely the patient needed the pp replaced because the screen was dark and blank. The patient stated they already sent the pp in for repair. The patient stated they had 2 pps, the first one did not work at all so they took it to a rep who stated it was dead. It was reviewed that there was no documentation of a returned pp. The patient was redirected to their healthcare professional (hcp) to resolve the issues. Additional information was received from a rep on 2017-aug-17. The rep was trying to determine what pieces of equipment the patient has as they called the rep claiming they did not have anything. The rep stated the patient uses the pp and insr terms interchangeably. All of the equipment sent to the patient and the ones returned for repair were reviewed with the rep. It was determined that the patient should have everything. The rep thought the patient left an insr, not a pp, with a rep possible due to the screen not coming on. Additional information was received from a rep on 2017-aug-04 reporting that the patient sent in a patient programmer (pp) thinking that it was an insr. The rep was transferred to repair to review the details of the situation. No further complications were reported/expected.